Event description:
Patient reported a "possible rupture" on left side and implant exchange due to concern with the product. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.1, d.2, d.3, d.4, g.1, g.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "possible rupture" and patient concern with the product.

Event description:
Patient reported a "possible rupture" on an unknown side and implant exchange due to concern with the product. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., g.1.

Event description:
Patient reported a "possible rupture" on left side and implant exchange due to concern with the product. Patient later reported mental anguish, significant scarring, disfigurement, tissue damage, surgery which included a total capsulectomy, removal of implants (following their implantation after a bilateral mastectomy due to breast cancer), pain, enlargement, chronic inflammation, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing. Device was explanted.